Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display as well as unexpected restart, a cold reset was performed. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and the display did return but again it went blank. The customer also stated that the display did return again after inserting new battery. The customer assisted in performing a self test and the test completed. Troubleshooting was continuing for alarm and noticed that the alarm did not occur after inserting a new battery. The insulin pump will not be returned for analysis.